Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the auxiliary drawer 4.1 recurrent failed to open error casing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer remoted in and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.